Event description:
It was reported that, after panta hindfoot fixation surgery had been performed on 08(B)(6) 2023, the patient experienced the breakage of one (1) panta nail. 10mm dia. X 150mm. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the device was explanted. Health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, in the absence of the requested relevant medical documentation, clinical factors which could have contributed to the reported nail breakage at the bottom of the most distal compression hole could not be definitively concluded. A causal relationship between the smith and nephew¿s device and the reported breakage could not be established with the limited information provided. Per report, this adverse event was resolved with a revision approximately eight months later in which the device was removed. The impact to the patient beyond the revision could not be determined since the health status of the patient is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for panta¿ 2 arthrodesis nail system revealed that fracture of the implant components or abnormal sensations due to presence of the implant are the most frequent adverse events after implanting intramedullary nails. This has been identified as an adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the drawing print, part shall comply with the implant and instrumentation manufacturing specification; all implants and instrumentation will be 100% visually inspected for any defects or damages. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: b2 corrected data: b1.